Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the short suture was pulled too much, the suture was torn off and the knot became undone. It should be noted that the prostyle instructions for use (IFU), states: to prevent suture breakage, always pull on the suture limbs with slow, consistent increasing tension. Avoid quick or jerky type movements with the suture limbs. The reported force applied while pulling on the short suture (non-rail) likely contributed to the reported suture separation. The reported suture separation appears to be related to the reported force applied while pulling on the short suture (non-rail). The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a small-bore hole in the right common femoral vein using a prostyle device after a coronary interventional procedure using a 6f sheath. Reportedly, the short suture was pulled too much, the suture was torn off and the knot became undone. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- improper or incorrect procedure or method clarifier excessive force was added to capture the user pulling too much at the suture.